Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30030793l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf uni-directional navigation catheter wherein noise and force error issues occurred. It was reported that the thermocool® smart touch® sf uni-directional navigation catheter had strong noise signals on the poles 3/4 and the force measurement was invalid. The catheter couldn't be zeroed, therefore the cable was changed and the catheter was replaced and this solved the problem. There were no patient consequences. The issues of noise and force are not MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. On 08/28/2018 the complaint product was returned for evaluation. On 08/28/2018, the biosense webster inc. (Bwi) failure analysis lab identified yellow discoloration on the clear pebax and also a ¿hole¿ in clear pebax. This issue of a hole on the pebas has been assessed as an MDR reportable malfunction. As such, the awareness date for this reportable malfunction has been determined to be 08/28/2018.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf uni-directional navigation catheter wherein noise and force error issues occurred. The device was inspected, and yellow discoloration and a hole was observed on the pebax. Magnetic sensor functionality was tested on carto and the catheter failed, no values were observed. Then, the accuracy test was performed, and the test failed. A failure analysis was performed. The catheter was dissected, and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. Then, electrical test was performed, and the catheter failed, no electrical readings were observed on electrode # 4. A failure analysis was performed, and the catheter was dissected, and the electrical wire was found broken from the tip to the handle causing the improper electrical signal. Additionally, on 9/21/2018, scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the pc board failure and the electrical wire breakage cannot be determined. Manufacturer's ref. No: (B)(4).